Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical insulin pump error. Customer's blood glucose level was unknown. Customer stated that insulin pump keeps beeping and had red x pointing to a book with a question mark. Customer stated they received the open book image on the insulin pump screen. Customer was unable to continue troubleshooting. Customer also stated that metal piece on the cap was gone and crack on the battery compartment. Customer assisted to clearing the continuous beep and does not stop beeping for 45 minutes. Customer also stated that insulin pump buttons were no longer responding. The insulin pump will not be returned for analysis.